Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence. Upon clinical evaluation, erosion was diagnosed through cystoscopy. The patient underwent an explant procedure, and approximately three months later, a new aus was implanted. No additional patient complications were reported.

Manufacturer narrative:
Approximated based on event description, as device was explanted approximately three months prior re-implant.